Manufacturer narrative:
Product was requested to be returned for investigation.

Event description:
Customer obtained erratic readings on her freestyle flash blood glucose monitor. The readings obtained were of 449 mg/dl, 232 mg/dl and 129 mg/dl within 10 minutes. All tests were performed on the finger. The results where plotted on the parkes error grid and fell on the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.